Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at the center in pinhole form at 6atm for 5 seconds. The device was removed without any issue using the normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.